Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of lack of reproducibility to be dripping from the sample probe. The fse replaced the sample and reagent seals of the dual resolution diluters. The instrument is performing within the specifications. Further evaluation of the device is not required.

Event description:
Lack of reproducibility for pregnancy-associated plasma protein (pap) and human chorionic gonadotropin (hcg) was observed on an immulite 2000 instrument. Results were not reported out from this instrument and the customer used another instrument, the same model, in the laboratory to retest the samples. There are no known reports of patient intervention or adverse health consequences due to the discordant results for pap and hcg.